Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on november 29, 2023. Fiducial markers were placed transperineally prior to the injection. The procedure was performed under general anesthesia. It was noted that the procedure was challenging, the physician had to reposition the needle several times. Later, the radiation oncologist reviewed the post procedure images and believed that the hydrogel is infiltrated in the rectal wall. The patient is currently waiting for a magnetic resonance imaging (MRI), the external beam radiation therapy has been delayed.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2023. Fiducial markers were placed transperineally prior to the injection. The procedure was performed under general anesthesia. It was noted that the procedure was challenging, the physician had to reposition the needle several times. Later, the radiation oncologist reviewed the post procedure images and believed that the hydrogel is infiltrated in the rectal wall. The patient is currently waiting for a magnetic resonance imaging (MRI), the external beam radiation therapy has been delayed. Additional information received on january 12, 2024. The additional information indicated that the images revealed that the hydrogel was entirely under the serosa and went down to the anal canal. It was noted that the physician was planned to do 28 fractions.

Manufacturer narrative:
Additional information: block b5 has been updated with the additional information received on january 12, 2023. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.